Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 9, 2024 and september 11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked opposite (on the side) of the small cap on the top of the device. The device contained chemotherapy. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.